Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, deployment issues and stent damage occurred. Access was obtained through the radial artery. Ivus confirmed the tight, concentric, de novo diffusely stenosed target lesion was located in the mildly tortuous and slightly calcified left anterior descending (lad) artery. The lesion was predilated with a 2.0x15mm apex balloon. Next, a 2.75x38mm promus element stent delivery system (sds) was advanced to the mid to proximal lad. After deploying the stent at 18atms, ivus was performed and it was noted that the proximal part of the stent was not well apposed. A 3.0x8mm quantum apex balloon catheter was advanced and inflated to 20atms to post-dilate the proximal section of the stent. After post dilating, cine revealed a dark section on the distal edge of the stent. Per the physician, the distal part of the stent accordioned. The quantum apex balloon was used again to further post dilate the stent and complete apposition was achieved. No additional patient complications were reported. This product is only ous approved but it is similar to an approved us device.